Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 3.8 inr on the coaguchek xs system while a professional coaguchek xs system returned as 2.9 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.